Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating the patient's device was dying as previously reported and they are having issues contacting their doctor. A physicians list was sent to the patient.

Manufacturer narrative:
Updated to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that the battery was low, which indicated that a replacement was needed. The last battery change was in 2015. Actions/interventions included the patient being scheduled for replacement. The eri and longevity issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's programmer was showing the elective replacement indicator (eri) and telling her to call her healthcare provider. There was an allegation of dissatisfaction with the ins longevity. Caller stated the voltage is at 2.5v and she does not understand. It was reviewed when eri is triggered. No symptoms were reported. No further complications were reported or anticipated with this event.